Event description:
It was reported that stuck on guidewire occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. An opticross peripheral imaging catheter was selected for use during an endovascular therapy procedure. During the procedure, the device became stuck on the guidewire. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.